Manufacturer narrative:
Title: comparison of energy-based tissue dissection techniques in abdominoplasty: a randomized, open-label study including economic aspects source: aesthetic surgery journal 2019, vol 39(5) 536¿543 date of online publication: july 17, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between april 2014 and june 2016 post-operative complications of wound healing disorders occurred in a total of 19 patients (33%), including fat necrosis and infections; however these rates were comparable between groups: 7 ep, 4 peak, 3 hs and 5 apc, p=0.496. Seroma occurred in 7 patients, with comparable numbers between groups (p-value not provided); the highest number of seromas occurred with the use of hs (3), followed by 2 ep, and in 1 peak and 1 apc patient. Hematomas occurred in 4 total patients: 3 ep and 1 hs.